Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini¿ stone retrieval basket was used in a ureterrorenolito plexia procedure performed on (B)(6) 2018. According to the complainant, during introduction, the device was inserted into the patient. It was reported that the gemini¿ basket failed to remove the stone. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.